Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) and distal set-up joint (suj) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, that errors were observed on universal surgical manipulator 3 (usm3) on the system logs that were reviewed by the technical service engineer (tse). The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: after the initial fault, the system was rebooted but a second fault occurred. Because the case was being done in the middle of the night, the surgeon felt it was best to convert to laparoscopic and finish the case instead of trying to troubleshoot the fault. The patient tolerated the change and there was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive universal surgical manipulator (usm) and distal setup joint (suj) involved with this complaint to perform failure analysis. The suj was analyzed. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where no errors were triggered and performed as expected. The unit was then installed onto a pftp where it passed all relevant testing. The errors were not replicated during the testing process. The usm was analyzed. In the system logs, the 23007 error along with error 22028 were found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the ¿pitch¿ axis was stiff. The usm was then installed onto a pftp where pitch axis failed friction test. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault of the pitch motor module and pitch harmonic drive within the affected usm creating stiffens pm the pitch axis.

Event description:
Refer to h11 for follow-up information.